Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a battery compartment crack but demonstrated that the pump insulin delivery was operating within required specifications and delivery accuracy.

Event description:
The patient was hospitalized for elevated blood glucose levels and dka.